Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error code 45639 in the ehl, but the overall physical condition of the pump was good. The cause of the customer reported problem was the faulty mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had error code 45639, this occurred during start up, and there was no patient involvement.